Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was implanted in the proximal cx during the index procedure. A dissection occurred which was treated by implant of a 2nd resolute onyx rx stent. A dissection also occurred during implant of this device. Investigator assessed that the event is related to the study devices.